Manufacturer narrative:
The proximal implant was returned for review. The driver was discarded after the case. The proximal implant was functionally checked with a conforming driver retained from a different lot than the complaint kit lot. The proximal implant connected to and disconnected from the driver as intended. The proximal implant was functionally checked with a retained driver from the complaint kit lot. The proximal implant was able to be connected and disconnected from the driver, but the fit was tight. The specific driver from the case was not reviewed, and it was noted by the reporter that the driver fit the second proximal implant with no difficulty. Therefore, it is unknown whether the driver caused or contributed to the event. Complaints will continue to be monitored. If additional information is obtained which changes the outcome of the investigation, a follow-up report will be submitted.

Event description:
During surgery, the scrub tech experienced difficultly mating the nextra hammertoe correction system proximal implant with the proximal end of the nextra driver. After a few attempts, the implant was able to be connected to the driver and became temporarily stuck. The original implant was removed from the driver. A separately packaged sterile implant of the same size was opened. The implant fit the driver. The surgery was completed successfully. There were no patient complications.